Event description:
It was reported that the customer received lost sensor alarms. It was determined that the alarm occurred after the initialization period completed. During troubleshooting, the calibration factor was found to be optimal. It was explained to the customer that the lost sensor could have been caused by the proximity of the pump and the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.